Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. B3 : date of event = "in the last 3 weeks" (from 13jan2025) g4: PMA/510(k) number = exempt this report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, during unknown procedures, ten tuohy-borst large bore clear plastic sidearm adapters leaked "in the last three weeks". The devices were discarded by the user facility. Per the reporter, the physician will not provide additional details.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Summary of event: as reported, during unknown procedures, ten tuohy-borst large bore clear plastic sidearm adapters leaked "in the last three weeks". The devices were discarded by the user facility. Per the reporter, the physician will not provide additional details. Investigation evaluation: reviews of the manufacturing instructions, and quality control procedures were conducted during the investigation. The complaint device(s) were not returned to cook for investigation. Cook could not complete a review of the device history record (DHR) due to the lack of a lot number from the user facility. A global shipment search on the user facility and complaint device was performed but could not definitively determine the lot number of the complaint device. At this time, cook could not conclude that nonconforming products from the affected lot exist in house or in the field. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The information provided upon review of the dmr, and complaint file suggests that there is evidence that the device was manufactured to specification. There is no evidence of non-conforming devices in-house or in the field. Based on the information provided and the results of the investigation, cook has concluded that component failure, unrelated to manufacturing or design deficiencies, contributed to this incident. The risk analysis for this failure mode was reviewed and no additional escalation was required. The appropriate personnel have been notified, and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.